Manufacturer narrative:
Results - the complaint product was not returned for evaluation, however, the intraocular lens was received and visual inspection shows that one haptic is torn off and missing. Clear and reddish residue on product. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon was inserting a 3-piece silicone intraocular lens model aq2010v diopter 19.5 in the pt's eye and noticed the haptic tore off in the aq cartridge fp. The surgeon removed the lens without enlarging the incision. No pt injury. The reporter stated that haptic tear was due to the cartridge.